Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms while connected to batteries was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 5 days ((B)(6) 2025 per time stamp). From on (B)(6) 2025 at 20:22:02 ¿ on (B)(6) 2025 at 16:15:01 while connected to batteries, the low voltage alarm intermittently activated due to rsoc voltage fluctuations on the white power cable causing it to be outside the expected voltage range. The invalid rsoc fault associated with the white power cable was active with the low voltage alarm on (B)(6) 2025 at 16:14:59 while the black power cable was disconnected. The alarm was not associated with a power source exchange and cleared shortly after each time. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial: (B)(6), was not returned for analysis. The provided information stated that the alarm occurred when connected to charged batteries. Additional information provided stated that clips were previously exchanged with no resolution. Exchanging the controller resolved the alarms. A root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low voltage alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The battery clips were exchanged with no result. The system controller was exchanged, which resolved the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the hospital due to lots of low voltage advisory alarms on the system controller while connected to charged batteries. Log files captured all irregularities occurred at the white cable side. The controller was to be exchanged for a new one.